Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: incomplete needle penetration through meniscus. Inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Product met specifications upon release to distribution. No further investigation is warranted.

Event description:
It was reported that t1 and t2 were simultaneously pre deployed inside the patient. The procedure was successfully completed using a back-up device it is unknown if there was delay. No patient injury or other complications were reported.

Event description:
It was reported that t1 and t2 were deployed simultaneously inside the patient. The procedure was successfully completed using a back-up device and it is unknown if there was delay. No patient injury or other complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿two peeks (t1 and t2) were deployed¿. T1 was not returned. T2 and balance of suture were returned separated from the delivery needle. The depth limiter was attached. It was visibly disfigured, creased and flared. This symptom is consistent with tissue resistance from probing. The delivery needle arrived obviously bowed downward and bent toward the left. The distal tip of the delivery curve has been quite flattened out. The damages are consistent with difficulty reaching intended anchoring location. Under warnings the instructions for use states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer cycled or actuated properly due to the damages. No root cause related to the manufacture of the device was confirmed.